Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021. The cause of death was heart attack. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer passed. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, broken belt clip rail, faded end cap address label, pillowing keypad overlay, stained keypad overlay and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump did not have a battery installed when received. The insulin pump passed the functional testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.